Event description:
It was reported that the handpiece would operate without activation by the user. This occurred during a bunionectomy. A back up was used to complete the procedure. There were no adverse consequences or delays in the procedure.

Manufacturer narrative:
The device was returned to the manufacturer and the device evaluation is anticipated, but not yet begun. This record will be updated when the evaluation is complete.